Manufacturer narrative:
The initial report had the incorrect information in summary narrative. Updated narrative has been provided with this report.

Event description:
The customer reported via phone call that the customer was experiencing high blood glucose values on (B)(6) 2020 and was evaluated in the emergency room. Per the customer, his blood glucose level was above 600 mg/dl. The customer also had nausea and shortness of breath. The customer was administering manual injections with an insulin pen and changed his infusion set four times. The customer was using the insulin pump system within 48 hours of the reported high blood glucose. The customer alleged under delivery of insulin due to receiving insulin flow blocked alarms. The customer also indicated physical damage to the pump. He reported that the retainer ring was cracked and that the reservoir was not able to lock into place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to event was missing in narrative summary of initial report. The updated information has been provided with this report in section b5.

Event description:
The customer reported that the retainer ring was missing.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection and insulin pen. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did allege insulin pump was under delivering and insulin flow blocked alarm. Customer stated auto mode feature was not active at the time of incident. The insulin pump and reservoir will not be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test and the cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o-ring, and fading serial number label. Unable to performed basic occlusion test, and force sensor test, due to missing retainer. Unable to verify possible under delivery anomaly due to missing retainer.